Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). Sample material from the patient was requested for further investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys toxo igm results from the cobas e 801 analytical unit. The initial result was 4.26 coi (reactive). On (B)(6) 2025, the repeat result was 4.15 coi (reactive). The sample was tested in another laboratory on a competitor's chemiluminescence methodology, and the result was "negative". The toxo igm result obtained in the other laboratory was considered correct.

Manufacturer narrative:
Sample material from the patient was tested as part of the investigation, and the customer's results were reproduced. Using mikrogen recomline toxo igm and biorad platelia toxo igm, the results were non-reactive. The investigation determined that the elecsys toxo igm results were falsely reactive. Per product labeling for the assay: the detection of igm antibodies against t. Gondii in a single sample is not sufficient to prove an acute toxoplasma infection since elevated igm antibody levels may persist even for years after initial infection. Further tests or a combination of test methods should be done for clarification. Elecsys toxo igm results should be used in conjunction with toxoplasma-specific igg results, the patient¿s medical history, clinical symptoms and other laboratory tests. A general reagent problem was not found.